Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system is exhibiting intermittent high out of range pace impedance measurements greater than 3000 ohms on the right atrial (ra) lead. There was also a corresponding signal artifact monitor (sam) episode exhibiting oversensing of the respiratory rate trend (rrt) sensor signal on the ra lead only due to the high impedance state. As a result, the rrt sensor monitoring vector was automatically switched to the right ventricular (rv) lead by the ICD device. Boston scientific technical services (ts) suggested to the boston scientific field representative to perform troubleshooting to rule out an ra lead integrity issue and consider the possibility that this is due to a device header spring contact issue. The representative indicated that they understand. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this this implantable cardioverter defibrillator (ICD) system is exhibiting intermittent high out of range pace impedance measurements greater than 3000 ohms on the right atrial (ra) lead. There was also a corresponding signal artifact monitor (sam) episode exhibiting oversensing of the respiratory rate trend (rrt) sensor signal on the ra lead only due to the high impedance state. As a result, the rrt sensor monitoring vector was automatically switched to the right ventricular (rv) lead by the ICD device. Boston scientific technical services (ts) suggested to the boston scientific field representative to perform troubleshooting to rule out an ra lead integrity issue and consider the possibility that this is due to a device header spring contact issue. The representative indicated that they understand. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.